Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) is having a premature batter depletion, indicative of battery voltage too low for project remaining capacity. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Boston scientific has issued an advisory communication regarding a subset of pacemakers and cardiac resynchronization therapy pacemakers (crt-ps) with an elevated potential for early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) is having a premature batter depletion, indicative of battery voltage too low for project remaining capacity. Amended report: it was reported that the cardiac resynchronization therapy pacemaker appeared to be depleting prematurely. In march 2019, the patient was admitted to the hospital for decompensated heart failure episode, and the battery longevity was at eight months remaining. The patient does not routinely have device interrogations. Consequently, there is no history as to the battery longevity. The patient was discharged home, and has not returned for follow up care. The device remains implanted and in service.